Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). A device history record (DHR) review was conducted for all lots and all inspections were completed and no issues were noted during manufacture. Three cassette units were received for evaluation. They were received in new condition with original package closed. Visual and functional testing were performed. Visual inspection found there was no damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Functional revealed that the samples were fully priming and connected without difficultly; the pump ran and the alarm was not activated. The complaint was not confirmed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Manufacturer narrative:
Potential lot numbers involved are 4092492, 4092493, 4060911, 4076292. Additional contact: (B)(6). Product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir caused "no disposable" alarms. There was no patient injury.